Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Sdr303b implantable pulse generator 2005-(B)(6). (B)(4).

Event description:
It was reported that during a routine device change out the right ventricular lead impedance was tested and the bipolar impedance was high. Unipolar impedance was within the normal range. It was discovered upon contacting the clinic, that the device had been programmed unipolar since 2011. It is unclear as to the exact date and for what reason the device was initially reprogrammed. The new device was implanted, programmed the rv lead to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.